Event description:
The patient underwent successful mechanical thrombectomy of the right internal carotid artery (ica) bifurcation occlusion with the subject retrieval device. Complete revascularization of the right ica was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, embolization to new right m3 middle cerebral artery (mca) territory occurred. Another trevo device was used to remove the clot and the clot from the right mca-m3 was successfully removed with tici score of 3. The reported event is related to the subject device and procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the right internal carotid artery (ica) bifurcation occlusion with the subject retrieval device. Complete revascularization of the right ica was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, embolization to new right m3 middle cerebral artery (mca) territory occurred. Another trevo device was used to remove the clot and the clot from the right mca-m3 was successfully removed with tici score of 3. The reported event is related to the subject device and procedure.